Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise over-sensing, which caused inappropriate automatic mode switch, and an increase in capture threshold on the atrial lead. The physician elected to explant and replace the lead. The patient was in stable condition.